Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief description - missing needle tip. Anesthesia reported that the nurse called to say the pt was tossing and turning during the night with discomfort. Anesthesia went to remove the epidural from patient, 3 mm let inside and it was dislodged from the site. When they pulled it out the needle tip was missing. Once removed the patient had no discomfort. Just the surgical site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Several photos were provided for evaluation by the reporting facility. It should be noted the investigation was done against the catheter, not the needle. A visual evaluation of the photos showed the tip of a used catheter to be sheared/broken off. Although the catheter was sheared, since it had been used in a procedure and the event summary states the patient had been tossing and turning during the night, this is not confirmed to be the result of any manufacturing or packaging process.